Event description:
Dealer states "the left footplate hinge was broken and the metal pieces had bubbles in the metal and he feels that perhaps it was not molded correctly." (B)(4). No injury alleged

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev k, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the left footplate hinge was broken and the metal pieces had bubbles in the metal.